Event description:
The user facility reported a 52-year-old male patient undergoing high risk coronary artery bypass grafting was implanted with an impella cp device for mechanical circulatory support. It was reported that impella cp was removed at request of surgeon because of unseen, suspected aortic (valve) insufficiency (ai) caused by impella. Additional information received that transesophageal echocardiography (tee) was done in the operating room to reposition the impella cp to correct position because the surgeon wanted the impella shallowed out during the surgery to manipulate the heart. No ai was seen under tee, once back to the ICU the cardiologist that assisted in repositioning the impella requested a tte at beside and picture of depth of impella was not very good due to the patient¿s size, but there was no ai seen there either. The cardiologist took the patient back to the catheterization lab to confirm impella placement and position and under fluoroscopy there were no signs of the suspected ai that the surgeon was concerned about. The patient outcome is unknown.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: impella cp with smartassist catheter insertion ¿impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), portable c-arm fluoroscopy, or chest x-ray can help confirm the position of the impella catheter after placement, these methods do not allow visualization of the entire catheter assembly and are inadequate for reliably placing the impella catheter across the aortic valve¿ section: impella catheter inlet to the aorta ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ section: understanding and managing impella catheter position alarm if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Manufacturer narrative:
The investigation for the reported heart valve damage has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the heart valve damage could not be determined. F6/f8-should have been left blank. H6-impact code changed from 4627 to 4628.